Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture, capsular contracture (grade unknown), small amount periprosthetic fluid.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, rupture, and double capsule with small amount periprosthetic fluid. The device has been explanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, rupture, double capsule with small amount periprosthetic fluid. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Foreign body reaction: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Additional, changed, and/or corrected data: a.2; b.5; g.1; h.6

Event description:
Healthcare professional confirmed capsular contracture baker grade iii.